Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.